Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose level was unknown. The customer stated that they replace battery in pump and got a power loss error. The customer stated that transmitter was kept in and it did blink so customer took the sensor out and there was some blood and stated that it was slightly curved not bent. The insulin pump will be returned for analysis.